Event description:
It was reported that a patient underwent breast implant surgery on an unknown date and suture was used. The patient developed erythema and an infection at the incision site. The physician stated that the site was positive for mrsa.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.